Event description:
On 25-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 450 mg/dl after a supply change did not restore expected insulin delivery. The user managed the episode by performing another supply change and administering a manual insulin injection. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.